Manufacturer narrative:
New information was received with the model and serial number of the device. All further communication for this device will be submitted under tw (B)(4), ca ref# (B)(4).

Event description:
It was reported that this patient was seen in the clinic for a follow up regarding this subcutaneous implantable cardioverter defibrillator (s-ICD) device emitting tones. During interrogation, the programmer displayed an charge time error message. At this time no additional information is available. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update the bsc aware date. New information was received with the model and serial number of the device. All further communication for this device will be submitted under (B)(4).

Event description:
It was reported that this patient was seen in the clinic for a follow up regarding this subcutaneous implantable cardioverter defibrillator (s-ICD) device emitting tones. During interrogation, the programmer displayed an charge time error message. At this time no additional information is available. The device remains implanted. No adverse patient effects were reported. New information was received with the model and serial number of the device. All further communication for this device will be submitted under (B)(4), ca ref# (B)(4).

Manufacturer narrative:
Several attempts to obtain the model/serial of this device, device status and physicians name, have been unsuccessful. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was seen in the clinic for a follow up regarding this subcutaneous implantable cardioverter defibrillator (s-ICD) device emitting tones. During interrogation, the programmer displayed an charge time error message. At this time no additional information is available. The device remains implanted. No adverse patient effects were reported.